Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 26 mmol/l. Troubleshooting was performed and found that the customer was not practicing the proper priming technique. The prime and high pressure tests passed. Blood was found in the cannula, so the infusion set was changed. Nothing further was reported.

Manufacturer narrative:
Currentl, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.